Event description:
It was reported that a shuntassistant (#fv251t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years. Height: 130 centimeters (cm). Weight: 26 kilograms (kg). Gender: male. Same event as medwatch #: 3004721439-2022-00262.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve was detected during the visual inspection. Permeability test: a permeability test has shown that shuntassistant is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical positions. The results show that the shuntassistant operates within the accepted tolerance in vertical position. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant. Results: based on our examination results, we are able to determine deposits. The deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.